Event description:
It was reported that review of merlin.net transmission revealed several inappropriate automode switch episodes and atrial noise reversion episodes. External emi was noted as being a possible cause. Reprogramming changes were recommended.